Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw would not break off during final tightening. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: optical and dimensional examination of the set screws identified a ¿lip¿ of material at the bottom of the machined hex which prevents full engagement of the sample driver; the hex may not have been machined deep enough. As a result of this oot hex depth issue, sufficient torque was unable to be achieved, and the hex has been stripped.